Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements during the implant procedure. The lead was not used and a different rv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism.